Event description:
The customer reported that the c-arm was not booting. Also there was a possible oil leak at the x-ray tube.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. An oily substance was found on the tube, but upon inspection, no oil leaks were discovered. The customer did not want to replace the x-ray tube. The ge service rep removed and replaced the motherboard. He tested the system by booting the system error free 5 times. He performed an overall functional check and the system was found to be operating as intended.